Event description:
As reported through clinical trial, post tavr procedure, the patient complained of left groin pain. An ultrasound showed a left common femoral artery (lcfa) pseudoaneurysm (psa) of 2.5x1.5cm, requiring surgical intervention. Per the initial report, the rfa was accessed via the preclose technique x2 proglides. The 18fr e-sheath was inserted without incident. The valve was placed without incident. The delivery system was removed over the wire. The e-sheath was removed without incident and the rfa was closed via 1 indwelling proglide as the other unit ¿failed¿ per pi. Protamine was given and manual pressure was held for 20 minutes. Right ilio-fem runoff angio was performed and brisk flow was noted. The patient was transferred to the unit in stable condition. Per the discharge summary, by postoperative day (pod)1, the patient was stable for transfer to the cardiac surgery telemetry unit. On pod3 he was seen by the infectious disease service for fever and rigors with positive urinalysis and blood cultures. The infection was likely urosepsis. He was started on intravenous antibiotics and then converted to oral antibiotics. On pod5, the patient developed left groin pain and was found to have a large hematoma at that site. Vascular surgery was consulted. The initial plan was for thrombin injection to the left groin but this was unable to be done so the patient was taken to the operating room for repair of the left groin pseudoaneurysm. The remainder of the postoperative course was uneventful, and the patient was stable for discharge home by pod12. A visiting nurse was arranged for follow up and pt inr draws.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with standard cardiac catheterization and the transfemoral tavr procedure. Catheter directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some factors that can increase a patient¿s risk of developing a pseudoaneurysm include obesity, diabetes mellitus, hypertension, coronary artery disease, and arteriosclerosis. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in technical summary written by edwards, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 18 fr sheath is 6.5mm. In this case, the exact measurement of the minimum luminal diameter (mld) is unknown. It was noted that there was no insertion or removal difficulty with the sheath. It is possible that the ¿failed¿ proglide may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through clinical trial, post tavr procedure, the patient complained of left groin pain. An ultrasound showed a left common femoral artery (lcfa) pseudoaneurysm (psa) of 2.5x1.5cm. A thrombin injection was administered one day post procedure.